Event description:
2004-all the following information was obtained from the patient. The patient was in md's medical doctor's office having a port flushed. Md was unable to flush the port. Pt patient was sent to hospital to have a chest x-ray. The x-ray revealed that the catheter had broken and the patient required emergency surgery at hospital to have the catheter removed from their heart. Add'l information will be supplied when available. 2004-the patient had surgery to have the port removed.